Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. G2: foreign: japan. G4: device information has not been provided to identify the associated 510k. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: ibuchi, s., imai, n., horigome, y, et al. (2024). Long-term outcomes and a radiological assessment of hydroxyaoatite-tricalcium phosphate-coated total hip arthroplasty (trilogy/zimmer): a long-term follow-up study. Medicina, 60 (7), 1-9. Https://doi.org/10.3390/medicina60071154.

Event description:
It was reported in the journal article that the purpose of the study was to evaluate the long-term postoperative results, radiological bone changes, and implant fixation of the acetabular component of ha-tcp-coated tha. The retrospective study reviewed 212 patients who underwent primary ha-tcp-coated tha, 166 were available for follow-up at a minimum of at least 15 years post-op and were included within results. Indications for surgery include osteoarthritis (n = 136), necrosis of the femoral head (n = 23), rheumatoid arthritis (n = 6), and pigmented villonodular synovitis (n = 1). Implants included highly crosslinked polyethylene the uncemented acetabular component trilogy and the femoral component was selected from three types of implants, the versys midcoat collarless stem in 92 hips, the fiber metal taper in 65 hips, and the cemented in 9 hips. Surgeries were performed by four experienced surgeons using direct lateral (n = 109), anterolateral supine (n = 32), or orthopädische chirurgie of münchen (n = 25) approach under general anesthesia with, in some instances, CT-based navigation (n = 146). The study population had a mean age of 57.7 years at time of surgery; (15 males/ 151 females). Follow-up was conducted at a mean length of follow-up for of 17.1 years; follow-ups occurred after 1 month, 3 months, 6 months, and 1 year, and then every year thereafter postoperatively. An anteroposterior plain radiograph of the bilateral hips was examined, and the harris hip score was obtained at each follow-up. The survival rate of implants to long-term follow up desired was 165/166 (99.4%). The study reported 1 case of left hip aseptic loosening in a 62-year-old male patient requiring revision surgery at 4 months post-op. Initial procedure was for necrosis of the femoral head with a lateral approach. Cup loosening and displacement were subsequently observed. Blood test results and physical exam findings indicated no infection present during the disease course so poor initial fixation was considered as the cause or poor placement angles may have also contributed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: non-cemented left total hip arthroplasty shows early loosening and rotation of the acetabular component. A definitive root cause cannot be determined. This complaint can be confirmed via the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.